Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump stopped. The pump was replaced with an alternate pump, and the procedure was completed successfully. There was no adverse consequence to the patient as a result of this event.